Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a blank display anomaly. The customer¿s blood glucose was 264 mg/dl at the time of incident and treated with manual injection. Customer stated that the insulin pump would not turn on and it was not dropped or bumped and there is no sign of physical damage. Customer reported that the insulin pump display did not return even after a new battery was used. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test.